Manufacturer narrative:
Comments: conferred with consulting physicians who spoke w/ reporting doctor. They discussed the possibility of seeding the infection into the pelvis after draining the abscess, as opposed to performing a hysterectomy right then and there. The two doctors both thought it was highly unusual (and unlikely) to have a pid from the essure procedure 2 years later. Conceptus has made the conservative decision to report this event on this MDR, even though no direct link between the devices and the infection have been made.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2011, doctor reported a patient who had essure placed in (B)(6) 2009 by another doctor. Patient reported having the 3 month post procedure hsg which documented tubal occlusion. A few days ago, she presented to the emergency room at (B)(6) with fever, severe pain, elevated wbc consistent with some infection process. Laparoscopy performed, cornual abscesses drained, IV-antibiotics administered. Additional follow-up: patient taken back into operating room after about 36 hours and a laparoscopic supracervical hysterectomy was performed. Physician stated he did not feel the infection was caused by the essure devices, but the possibility that they contributed to the lack of response to antibiotics. The morning following the hysterectomy, the patient's condition improved dramatically.